Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse observed "auto-fill failure in the unit's diagnostic error logs, but no entries were observed in the recent "electrical test failures" of the error logs. The iabp unit was then put to run on test balloon with patient simulator and the iabp was able to pass all the tests. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was initially reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. However, it was later reported by a getinge field service engineer (fse), that it was confirmed with the customer that the iabp unit did not lose power and shutdown. The issue was that the iabp unit suddenly stopped pumping according to the customer, but did not lose power. The customer checked all connections and decided to switch to a different iabp. No patient harm, serious injury or adverse event was reported.